Event description:
Per legal summons, "pt was found by personnel in their hospital room, outside their bed, on the floor, sitting up with their neck resting on the bed rails, in respiratory and cardiac arrest."